Event description:
It was reported that during a routine dressing change on (B) (6) 2010, the pt's wound was infected and the exudate had plugged the pores of the dressing and fluid was not being removed. The pt was moved into ICU for treatment of possible sepsis. The pt's physician reported that the wound appeared to be progressing well at the dressing change on (B) (6) 2010, but there were no records of the quantity of exudate production or records of dressing changes taken over the week-end. The device was returned for eval. The device was tested and met specifications.

Manufacturer narrative:
Iti is filing this report due to possible use error as the (B) (4) treatment dressing was not irrigated or monitored as recommended in the (B) (4) wound treatment system dressing application precautions for infected wounds.